Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During an implantation of a paradym rf sonr prog ready, the rf logo was not automatically available on the programmer screen when the orchestra plus link rf was plugged into the programmer, even after a complete reboot of the subject programmer. The rf icon was selected manually to proceed into the rf interrogation. The green led was on the orchestra plus link level but there was no way to establish rf communication. Changing usb port and the position of the rf link did not resolve the issue: failure to establish rf communication was still observed. Switching back into inductive showed also a lot of communication loss. Few days after, an implantation of another device was performed with the same programmer. Same issue as previously described was observed: impossible to have rf signal. Inductive communication was then necessary. It was reported that there was no obstacle that could perturb the communication. Preliminary analysis did not show any rf wake up problem on the implants side. Investigations are still ongoing.

Event description:
During an implantation of a paradym rf sonr prog ready, the rf logo was not automatically available on the programmer screen when the orchestra plus link rf was plugged into the programmer, even after a complete reboot of the subject programmer. The rf icon was selected manually to proceed into the rf interrogation. The green led was on the orchestra plus link level but there was no way to establish rf communication. Changing usb port and the position of the rf link did not resolve the issue: failure to establish rf communication was still observed. Switching back into inductive showed also a lot of communication loss. Few days after, an implantation of another device was performed with the same programmer. Same issue as previously described was observed: impossible to have rf signal. Inductive communication was then necessary. It was reported that there was no obstacle that could perturb the communication. Preliminary analysis did not show any rf wake up problem on the implants side. Investigations are still ongoing.

Manufacturer narrative:
Preliminary analysis showed that the interrogations of the device was performed in inductive, the user had activated the inductive button.

Event description:
During an implantation of a paradym rf sonr prog ready, the rf logo was not automatically available on the programmer screen when the orchestra plus link rf was plugged into the programmer, even after a complete reboot of the subject programmer. The rf icon was selected manually to proceed into the rf interrogation. The green led was on the orchestra plus link level but there was no way to establish rf communication. Changing usb port and the position of the rf link did not resolve the issue: failure to establish rf communication was still observed. Switching back into inductive showed also a lot of communication loss. Few days after, an implantation of another device was performed with the same programmer. Same issue as previously described was observed: impossible to have rf signal. Inductive communication was then necessary. It was reported that there was no obstacle that could perturb the communication. Preliminary analysis did not show any rf wake up problem on the implants side. Investigations are still ongoing.